Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
After opening the implant, by just merely touching the insert, the wire and the implant got separated. Normally the wire is fixed to the implant.